Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the device and the reported incident. Visual inspection under magnification of the wand shows extensive electrode wear with scratch/scuff marks and discoloration/contamination on the spacer and the return electrode. The middle- and lower electrode is broken/detached. There are no manufacturing abnormalities visually observed with the returned wand. During functional evaluation in the lab the returned device was connected to a known good coblator ii controller and activated in saline solution. The ablate- and coagulation- function was activated and the device produces plasma on the remaining stubs of the electrodes. The complaint was verified and the root cause cannot be determined with certainty.

Event description:
It was reported that during children adenoidectomy surgery, the electrode wire at the front end of the cutter head was melt and couldn't be used. Material felt inside the patient, and all pieces were removed with suction. A backup device was available to complete the procedure with no significant delay or patient injuries.